Manufacturer narrative:
Analysis found that a complete lead was received in one piece measuring 51.6 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-13258 . It was reported that the patient experienced lightheadedness and palpitations and presented in the emergency room. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture and the left ventricular (lv) lead exhibited high capture threshold. A chest x-ray revealed that the rv lead was dislodged and the lv lead had been pulled back. The leads were explanted. A new rv lead was placed and the right vein was too occluded to place a lv lead. The patient was in stable condition.